Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced an unknown injury.according to the physician¿s office, the patient reported a urinary tract infection in (B)(6) 2010. The physician provided medication for the uti. The type and dosage are unknown. In (B)(6) 2011, the patient reported urinary frequency and urinary retention.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.